Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials, dob and weight not available for reporting. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the complaint indicated that the device migrated post-op requiring additional surgical intervention. Device history records was conducted. The report indicates that the: part mfg date: 16 july 2015, part exp. Date: 2025-07-01, 04.038.300s / 9806830. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgical revision was conducted to replace the reported tfn-advanced¿ proximal femoral nailing system (tfna) screw to the reported tfna helical blade on (B)(6) 2016. The revision was performed because the patient complained pain and the taken x-ray showed the protruding reported blade from the head of the femur. The fracture was reduced intramedullary in the front side, anatomical in the lateral side, and blade was inserted in the center of the femur. Three weeks after the initial surgery, x-ray was taken and it showed more than 10-millimeter migrating occurring from the original position. The used tfna screw was 2 millimeter shorter than the reported tfna blade. The screw was placed in locking mode to fix it. However, the surgery was successfully completed in a hour. The reported blade (04.038.300s) was removed and the reported screw (04.038.80s) was replaced during the surgical revision. Therefore, the reported screw has been remained in the patient¿s body. This complaint involves 1 part. Concomitant medical device: 1x 04.038.080s / 9807333 tfna screw 80mm - sterile. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: the reported concomitant screw was removed and replaced during the (B)(6) 2016 revision surgery. The initially implanted screw does not remain in the patient as previously reported.

Manufacturer narrative:
(B)(4). (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.